Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a micro dislodgement post implant. The lead had high thresholds and increased high impedance 24 hours after implant. The lead was revised and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.